Event description:
Healthcare professional reported that two weeks after injection with two syringes of "juvederm ultra" in the lips, nasolabial folds, cheeks and nose, the patient experienced "severe edema" at the injection sites. Oral steroids were used as treatment.

Manufacturer narrative:
The event of "edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: adverse events: other safety data - postmarket safety surveillance of juvederm injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising.